Event description:
The customer reported the system is intermittently displaying communication errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and performed a filament calibration. System operates as intended. (B)(4).